Manufacturer narrative:
A complaint history check was unable to be performed since no material, lot/batch number was provided. A device history review was unable to be performed since no material, lot/batch number was provided. Ar-code--a review of the applicable risk documentation indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation. A retain sample analysis could not be performed as no material, batch/lot number was made available for this reported event. The reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect.

Event description:
No additional information provided.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
When using a disposable intravenous needle to infuse a patient, after completing the puncture and fixation according to the standard operation, the infusion was started, and liquid leakage was found at the link between the cone and the infusion tube, so the infusion could only be terminated, and the patient was replaced with a new disposable intravenous needle for the second puncture and infusion.